Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in severely calcified circumflex artery. A 5.00 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the shaft broke. No patient complications were reported.